Event description:
It was reported by an eye care professional that a pt experienced "lots of ulcers." Additional info received on (B)(6) /2013, from the eye care professional stated that there was a diagnosis of keratitis and dry eye syndrome with no indication of ulcers. It was noted that the pt experienced several peripheral and central infiltrates (size unk), with severe redness, moderate pain and discomfort, mild anterior chamber reaction, and severe (>50%) corneal staining. The pt was prescribed zylet drops four times a day in both eyes, refresh tears, and discontinuation of lens wear. The event is currently ongoing with a f/u appointment scheduled for (B)(6) 2013. Additional info was requested but not yet received.

Manufacturer narrative:
The complaint product samples have been received by the MFR and are currently undergoing eval. However, eval is not yet complete. A f/u medwatch will be filed upon completion of the eval. (B)(4).